Manufacturer narrative:
Additional info: g.3 the customer reported that the plastic vent cover fell off causing lipids to leak could not be confirmed. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the plastic vent cover fell off causing lipids to leak. There was no patient injury.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the plastic vent cover fell off causing lipids to leak. There was no patient injury.